Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with her sensor. During the call she mentioned she experienced low blood glucose event of 48 mg/dl. She treated by eating a banana. Customer then state the transmitter wasn't communicating correctly with the insulin pump. Troubleshooting was not performed on the insulin pump nor low blood glucose. Customer was advised to fully charge the transmitter and call back. Customer is not returning the insulin pump for further analysis.